Event description:
The initial attorney report alleged pain, explant, defective mesh and permanent injuries after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2006 - the pt underwent repair of an incarcerated umbilical hernia with a composix kugel mesh. On (B)(6) 2006 - the pt underwent excision of infected mesh and repair of a recurrent hernia.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol was received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Currently it is unk whether the device may have caused or contributed to the alleged event. The pt reportedly developed a recurrence which is listed as a possible adverse reaction in the product's instructions for use. Medical records note that the pt developed an infection, although the medical records do not indicate the mesh is the cause of the infection, the product's instructions for use state "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A review of the manufacturing records and sterilization records was performed and there was no evidence of a manufacturing related cause for the reported event. Additionally, no sample has been returned for evaluation. Based on information provided, no conclusions can be drawn.